Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/ sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient never had good stim or good therapy results. The rep stated patient had a successful trial but is reporting that she never had good bladder results since implant. The rep was with the patient, trying to program device and patient is not feeling stimulation, even up very high. The rep reported "abnormal" impedances on 0/2, 0/3, 2/3 and the longevity of device using all four programs was showing 1-6 months. There was no known activity or event that prompted this issue. Technical services asked for values: 0/2,0/3,2/3 all showed 50 ohms. Values for the other contacts were 360 or lower. For example: c/0 234 ohms, c/1 310 ohms, c/2 243 ohms, c/3 117 ohms, bipoles were 177-360 ohms. Rep tried to program using 1-3+ at 116 ohms and patient felt no stim at all levels, and when trying to use c/1 patient felt stim at the ins pocket site. It was reviewed that there was other trouble shooting that could be done: individual reference electrodes could be checked, x-ray of product position, discussed programming around out of range combination (if medically appropriate). Based on the impedance values reported, this helps to understand the short longevity for an ins that was placed in (B)(6) 2018. The rep was redirected to follow up with the healthcare professional (hcp) for the following reason: to discuss revision/replacement of the system. Per rep, plan is for replacement or revision; date unknown at this time. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1n6la, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). The rep reported that the previously reported information had been confirmed with the health care physician (hcp) and that they didn't know the patient¿s weight. There were no further complications reported.

Manufacturer narrative:
Correction: serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). It was reported by the representative that they were not aware of the ¿patient never¿ having ¿good stim or good therapy results¿ since the date of implant in november of 2018 and that they were first made aware on the date that they had called and reported the event, which was (B)(6) 2019. The representative clarified that they meant lack of efficacy and not a device issue when they reported ¿never had good stim,¿ however they did not know if the patient had any therapy or not since implant. The rep reported the patient did not have any falls or accidents that contributed to the issues and that no further testing or reprogramming had been done since the rep called in. The rep noted that an x-ray had been scheduled but that they didn¿t know if it had happened yet. The rep reported that the cause of the abnormal impedance, the lack of stimulation, the stimulation at the pocket site and the shortened battery life was not determined and that a replacement date had not been scheduled. The rep confirmed that this information had been confirmed with the physician. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1n6la, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. (B)(4) apply to interstim ii (serial# (B)(4)) and lead (lot#va1n6la). (B)(4) apply to lead (lot#va1n6la) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep) via the patient. The patient lost efficacy and couldn't feel stimulation. The environmental/external/patient factors that may have led or contributed to the issue was possible twiddler's syndrome. The rep also noted that the lead was twisted to the point of breaking. As a result of what was reported, the system was replaced. The issue was resolved at the time of the report.